Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, the catheter was primed at 198 mmhg. The cycle started at a pressure of 195 mmhg. No fluid was added. The uterus contracted once, causing the generator to cut out during heating cycle. A stable pressure and temperature were noted at restart and throughout procedure. The patient was admitted to the hospital on (B)(6) 2013 with acute abdominal pain. A CT of the abdomen confirmed a little bit of pus in the abdomen. The patient was prescribed an antibiotic, tacozin IV. The patient¿s c-reactive protein was 139. On (B)(6), the patient had less pain. On (B)(6), the c-reactive protein was 136 and the patient underwent a laparoscopy. She was diagnosed with acute salpingitis with pus in the pouch of douglas and inside the left tube. The physician did a resection of the left tube and cleaned out the pouch of douglas. On the (B)(6) 2013, the c-reactive protein came down, the patient clinically improved, and was discharged. The patient returned (B)(6) 2013 for a follow up complaining of pain while passing stool and a very tender uterus with no peritonitis. The patient was admitted and is currently having an abdominal x-ray and blood has been ordered for a c-reactive protein.